Event description:
It was reported that the handpiece gave the error code 3 and 5. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was received with a nose cone cracked and a loose mount. The device was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 or 5 to occur. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.